Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged and perforated the pericardium. The lead was programmed off and subsequently repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.